Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was able to replicate the reported issue. Frame grabber had power but would not communicate. A pleora was replaced to resolve the issue. After part replacement, a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect pleora has been received by the manufacturer for evaluation however results are not available yet.

Event description:
A medtronic representative reported that while outside of procedure, the image acquisition system (ias) of the imaging system would not boot when booting up the system for the day. There was no patient present at the time of the issue.

Manufacturer narrative:
Testing found that the system would not ready when installed in a known operational imaging system. It was noted that the communication could not be established.